Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.